Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device ventralex(device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex(device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol kugel patch(device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device#2). The patient is making a claim for an adverse patient outcome against the bard/davol kugel patch(device #1) and the bard/davol ventralex(device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol kugel patch (device #1) and the bard/davol ventralex (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with umbilical hernia and right inguinal hernia thereby underwent open repair with implant of ventralex mesh (device 1) and kugel patch (device 2). Per operative notes, ¿the umbilical defect with sac in the preperitoneal fat was excised and circular ventralex mesh (device 1) was placed and secured to the fascia. In the right inguinal region, the direct hernia defect was reduced and oval kugel patch (device 2) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with removal of old mesh (device 2) and implant of bard flat mesh (device 3). Per operative notes, ¿the displaced mesh (device 2) in the floor of the inguinal canal was removed. The recurrent hernia sac was excised and bard flat mesh (device 3) was placed and sutured.¿

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device ventralex(device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol - ventralex mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol - kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.